Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on the oes hysterofiberscope. An unexpected contamination was detected. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device was returned and evaluated "not returned to manufacture" was inadvertently selected. This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5), results of third party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is aniosclean. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channel, and flushing the air/water, auxiliary water, balloon, and forceps elevator wire channels. The device is manually disinfected with an single channel cleaning brush by lta medical (ref 1215) and anioxyde 1000 disinfectant. The brushed points are the instrument / suction channel, suction cylinder, the instrument channel port, balloon channel and the distal end / areas around elevator. The device is not processed in a automated endoscope reprocessor (aer). The device is stored horizontally for short term and transport on a cleanascope trolley. Olympus is the maintenance provider of the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on hygiene microbial testing from olympus france, and the evaluation results of the returned device. The hmi report indicated the channels of the scope were cultured and less than 1 colony forming unit of an unspecified microorganism. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The evaluation found a leak from the light guide cover glass, stretched bending section cover, deformed connecting tube, corroded in the control unit (ks-mouthpiece/mount) and a spider web in the image guide bundle.